Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter. The endo stitch would not pass the needle. The needle was stuck when ejecting. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.